Manufacturer narrative:
(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while injecting the viscoelastic healon pro into the patient's operative eye, a blue particle was observed. Reportedly, the particle was removed from the eye and discarded. The customer believes that the blue particle was a clothing fibre. There was no patient injury or incision enlargement. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/19/2018. Device returned to manufacturer: yes. Device evaluation: a single healon pro product was returned for investigation consisting of the activated cylinder, with approximately 0.3 ml of remaining expellable solution, the cylinder holder, and the cannula which was attached to the front side of the holder. The assembled syringe was placed into the blister tray. Visual and stereomicroscopic inspection was performed. The customer¿s report of a blue particle was not confirmed. The visual inspection of the complaint sample did not indicate a material find. Additionally, the remaining expellable solution was clear and free from foreign material. No product quality deficiency was determined. Visual inspection of the retained products of healon pro lot# (B)(4) was also performed. 35 samples were investigated. No visible defects connected to current complaint were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects connected to the complaint. Cannula was without damage. No visible defects on the product box. The printing on the carton and labels were also correct. Product deficiency related to the complaint was not found on retain samples. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.